Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was confirmed when a system error 320 (latch switch error) alarm occurred. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a lower latch switch failure. The lower auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this would only lead to a delay in therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump stated to close door despite door already being closed during testing in the biomedical service department. There was no patient involvement. No additional information is available.